Manufacturer narrative:
On 28-sep-2020, it was found that d10 device available for evaluation? Was omitted on the initial report. The field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided grade IV capsular contracture. The diagnosis was confirmed during a consultation. As a result, the patient underwent bilateral explantation on (B)(6) 2020.